Event description:
Orig. Surg. 2002. Allegedly x-rays indicate that the end of the titanium octagonal tube is broken off, the spring is broken, and the ceramic isolant ring is broken.

Manufacturer narrative:
Investigation is not complete. Attempts have been made to have the product returned. Additional information has been requested. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in lebanon.